Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's blood glucose level at the time was 181 mg/dl, which is within the normal range, indicating no adverse impact. Technical support advised the caller to troubleshoot the issue by trying different power sources and charging cables, but the issue persisted. Consequently, technical support decided to replace the pump, and the customer reverted to multiple daily injections (mdi) as a backup insulin therapy.